Event description:
An email was received regarding a chemoclave bag spike with additive port dry spike stating that there were small particles noted after using specific ch-72 vial spikes to compounding busulfan and infusing it through the ch-12 adapter into the final bag. No patient involvement and harm.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
One used list #ch-12, chemoclave® bag spike with additive port dry spike connected to an unknown, busulfan (ndc 71288011610) 250ml bag were returned for evaluation. As received, the dry spike adaptor was not punctured and no debris, contaminations or anomalies floating inside the busulfan bag was noted either. The fluid path of the sample was filtered in attempt to identify any particles or fibers; no anomalies were noted. The customer's complaint of particulate matter cannot be confirmed or replicated based on evaluation of the physical sample returned by customer. A device history record review could not be conducted because no lot number was identified. D9 - date returned to MFR: 24feb2026. Corrected information can be found in e3 - initial reporter occupation and g2 - report source.